Event description:
Related to MFR report #s: 2183959-2012-01714 and 01718. It was reported by plaintiff's attorney that on an unk date that an elevate with intepro lite prolapse repair system was implanted in the plaintiff to treat her pelvic organ prolapse and/or stress urinary incontinence. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries." It was also alleged that the plaintiff has "nerve damage."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.